Manufacturer narrative:
The intraocular lens remains implanted. Device evaluation: the product was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient had cataract surgery in both eyes. The patient needs contact lenses at all times and for all daily activities. The patient does not see improvements with the near or far vision. Without contact lenses, the patient cannot drive during the day as she cannot read the road signs ahead. The patient says she is incapable of reading, writing or watching tv. In the evenings, even with contact lenses, she cannot drive anymore because of all halos, head lights and lights along the road that blinds her completely. The ophthalmologist has provided 3 options to the patient to improve her condition: wear glasses, wear contact lenses to improve my near and far vision, do a lasik surgery. Refraction on (B)(6) 2017: od (right eye) - 100-0.75 20/20, os (left eye) -1.50-0.75x 170 20/20 and 0.37 m en vp without add. Refraction on (B)(6) 2015: +400-100x70 20/25 -2, +350-025x90 20/20 -2. No additional information was provided to abbott medical optics. Note: 2 MDR's will be submitted; one for each eye. This report documents the information pertaining to the right eye.